Manufacturer narrative:
(B)(4). Results: (endoleak, conversion to open repair).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an 8 cm abdominal aortic aneurysm approximately 2 years ago. Vessel morphology at the time of implant was not reported. It was reported that the patient presented approximately 1 month ago with abdominal pain. A cta identified an 8 cm aneurysm and an unknown type of endoleak, which the physician suspected to be a type ii endoleak. The physician elected to perform an open repair of the endoleak. Upon opening the patient, existing clot was removed, and fresh blood was seen in and around the aortic bifurcation slightly above the gate; the physician commented that there had been a constant weeping of blood (a type IV endoleak) through the stent graft over the 2 years since implantation. The bifurcated stent graft was explanted, and a dacron graft was sewn onto the aneurx limbs that were in place and well incorporated into the vessel wall, successfully resolving the endoleak. No additional clinical sequelae were reported, and the patient is fine. The explanted stent graft was retained by the user facility.